Manufacturer narrative:
During the course of the investigation it was learned that the cardiac events leading to the death were not attributable to the gore sheath. There was no allegation of deficiency related to the sheath. Conclusion code 1:22, is being replaced with 67.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex sheath instruction for use (IFU) adverse events that may occur and / or require intervention includes, but is not limited to: death.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient underwent treatment of a debakey type I/ii aortic dissection, with two investigational gore ascending stent graft devices. Access was obtained via the left femoral artery in a cutdown. All devices were advanced and deployed successfully. However the following events occurred during the procedure which extended into the next day, (B)(6) 2019: rapid atrial fibrillation, ventricular arrhythmias hypotension, cardiac tamponade, complete heart block, acidosis and ischemic cardiomyopathy. Despite treatment with drug therapy, chest compressions, subxiphoid window, pacing and extracorporeal membrane oxygenation, the patient expired intraoperatively. The physician reportedly stated the death was procedure related.